Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an achilles tendon refixation surgery the anchor broke off while screwing in. The broken pieces were retrieved from patient. No harm for patient, operator or third party was reported. The treatment was finished successfully with a new device from a different manufacturer. It was not necessary to do a second treatment.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted that the screw is broken, the hex of the screw is inside the distal end of the driver. However, the broken piece was not returned for investigation. It probably causes of this event can be the excessive force applied during use or the bone hardness. The cause remains undetermined.